Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. Visual inspection revealed that the sheath assembly was kinked. An imaging core (ic) broken drive and coaxial cable began 28 cm from the distal end of the connector shaft. No damages or failures were observed on the catheter code pcba (ccp) board assembly nor on the hub connector pins. Microscopic inspection showed that the guidewire exit port, and the distal section of the tip were in good condition broken drive and coaxial cable were observed. Also, there were wrinkles around the heat shrink tubing of the drive cable. A twist was observed in the imaging window. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter. During the flush test, the device could flush when the telescope was fully retracted but did not flush when fully advance. The sheath of the unit is cut a few centimeters below the severe kink to be able to check the other end of the broken ic. Device history record (DHR) review: it was confirmed that this device met manufacturing specifications before distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: this investigation was concluded as failure to follow instructions based on a review of the event details, available information, returned device analysis, and product records. During product analysis, the twisted imaging window and drive cable indicate that the device was advanced while rotating, which is not in accordance with the IFU. The device is not designed to withstand the forces encountered under these conditions, which can result in excessive torque and twisting of the drive cable. Per the IFU, the mdu should remain off during device insertion.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter broke in multiple places. The procedure was completed with an alternative device. The patient fully recovered, and no complications were reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter broke in multiple places. The procedure was completed with an alternative device. The patient fully recovered, and no complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.